Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the controller didn't work. Patient said, that they would plug the controller in to try and get the controller charged and the controller would charge a little bit. Pt said, that they would try to recharge the ins and the recharger cord would fall out of the controller. Agent clarified, further with the patient. And patient said, that the ac power supply cord would not fall out of the controller. Pt then said, that the controller was not charging from the ac power supply this morning. Pt confirmed, seeing the ac power supply green light on. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply. The controller did not power on. Pt then said, that the cord was loose in the controller and that they had to hold the cord in the controller. Agent then understood, that the controller port was loose as the issue was occurring with both the ac power supply and recharger. When asked, for the event date. Patient stated, that it had been probably three or four months maybe. A replacement controller was sent out. Pt said, that managing hcp would probably be dr. (B)(6), but they weren't sure.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from the patient. Patient stated that 'would not charge. The paddle charger would not charge the implant one'.

Event description:
Patient called back in stating they received their replacement controller, but whenever they first received the new controller, they have had issues charging their implanted device. Patient stated they believed they set up the controller incorrectly as this issue began when they received replacement controller. Patient stated the controller works fine to recharge using the ac power supply, but not when they charge their implant. Patient confirmed no error codes or alert messages, and stated they believe the controller will go blank. Patient did not have equipment at the time of the call so troubleshooting was unable to be performed. Patient stated they will be will call back in tomorrow for next steps.

Manufacturer narrative:
Product type product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient b5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.